Event description:
It was reported that during a scheduled pump replacement due to normal battery depletion, a kink in the catheter was observed through a dye study. The entire catheter was replaced. The event outcome was reported as resolved without sequela.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, sn (B)(4), found no anomaly. Analysis of the catheter, sn (B)(4), found no significant anomalies. The catheter was incomplete and returned in segments. The partial occlusion in the proximal segment was able to be broken loose. The analysis interrogation report stated that pump used to deliver dilaudid, bupivacaine, baclofen, and clonidine. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.